Manufacturer narrative:
It was reported, the hospital put an incompatible footboard on the unit. Because the systems did not match up, neither bed exit nor the scale were functional. Once the correct footboard was put on the bed, everything functioned properly.

Event description:
It was reported by service report that the scale and bed exit are not working. No adverse consequences have been reported.